Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had sensor glucose versus blood glucose recurring events. Customer's blood glucose at time of incident was 149 mg/dl. The customer experienced sensor glucose versus blood glucose events with over calibrating. The customer was unable to upload to care link. The customer was advised to removed and replace sensor. The customer was advised to return sensor for analysis and we are sending replacement.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity test and bicarbonate buffer test and the sensor passed per specifications with accurate readings.